Manufacturer narrative:
Visual inspection on the units via the naked eye noted white hazing cracks on the fillport. Upon closer examination on the fillport suggests alcohol solution may have been applied onto the fillport during product use. The material of the fillport is made of acrylic, and acrylic is sensitive to alcohol. Applying excess amount of alcohol solution onto the fillport can result in white hazing cracks as observed from the returned intermate device. Therefore, the cause of the condition was determined to be due to a use error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a small volume intermate was cracked. This was noted after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 16, 2018 to july 18, 2018. The device was received for evaluation. Visual inspection on the returned sample revealed white hazing cracks on the fill port. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.